Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additional information was requested from the center; however, no response has been received at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further issues have been reported at this time. The heartmate 3 lvas IFU lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient suffered from major bleeding, low hemoglobin, reduced general condition, pale skin, and an infection. The patient received a blood transfusion, and gastro-enterological-duodenoscopy in response to the bleed. The patient received a dressing change once a day and antibiotics in response to the infection. The patient's smear test came back negative on (B)(6) 2019. No further information was provided.